Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "iabp balloon was not inflating post insertion and balloon was found ruptured". Additional information states that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn #: (B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40 cc 8.0 fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was the supplied 40cc driveline tubing. Upon return, the peel away sheath was noted on the iabc. The stylet was noted inserted within the iabc central lumen. The one-way valve was tethered to the short driveline. The bladder was fully unwrapped. The outer lumen was noted damaged from approximately 56.8 cm to 59.5 cm. No blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60 cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accord-ance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc outer lumen at approximately 56.8 cm to 59.5 cm from the distal tip. The leak site was con-sistent with contact from a sharp object; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon was found ruptured" is confirmed. During the investigation, a leak from the outer lumen was noted and caused the reported complaint. The outer lumen leak site identified was consistent with contact from a sharp object. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak from the outer lumen. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "iabp balloon was not inflating post insertion and balloon was found ruptured". Additional information states that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "iabp balloon was not inflating post insertion and balloon was found ruptured". Additional information states that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine."